Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals remained inside of the loading device upon removing the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question. Refer to MFR report number 2242352-2013-00257 for the related report.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside the loading device. The tension spring assembly and the anchor tab were inside the body of the loading device. The seal was extended under the window of the loading device; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed; however it was confirmed for premature deployment. The customer has been advised of our evaluation results, including the relevant section of the IFU. (B)(4).